Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that none of the pump alarms work anymore. There was no allegation of an adverse event. This complaint is being reported as the abscence of an alarm may result in the patient unknowingly going without insulin.

Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the pump powered on with no auditory sound; the reported ¿no sounds¿ issue was duplicated. The pump¿s cover was removed and the piezo contacts were found to be misaligned. The pump powered on with auditory tones functioning properly after realignment of the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.